Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was received with battery voltage above eri level. Analysis of device image revealed device being programmed to high field settings. Further analysis performed in nominal settings did not find any anomaly. Longevity assessment was performed and the device was in normal range of operation with appropriate remaining longevity. DHR review was performed and the device passed all tests prior to its distribution.

Event description:
It was reported that the pacemaker exhibited premature battery depletion. The device was explanted and replaced. The patient was in stable condition.